Manufacturer narrative:
H.6. Investigation: three photos and one sample were received by our quality team for evaluation. From the photos, the syringe barrel was observed to be bowed. The sample was subjected to barrel bow measurement and the failed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. This nonconformance occurred at the molding machine. There is a bubbler tube which flows water for cooling the molded parts through the core pin. The probable root cause could be due to the bubbler tube being choked and an insufficient water supply to cool the barrel, resulting in a bowed barrel. H3 other text : see h.10.

Event description:
It was reported when using the bd¿ slip tip syringe the product was damaged/deformed. The following information was provided by the initial reporter. The customer stated: "the barrel of one syringe is bowed rightward.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ slip tip syringe the product was damaged/deformed. The following information was provided by the initial reporter. The customer stated: "the barrel of one syringe is bowed rightward."